Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and two inappropriate shocks for what appeared to be supraventricular tachycardia (svt). Technical services (ts) recommended reprogramming options. This ICD remains in service and no additional adverse patient effects were reported.